Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient experienced high blood glucose level due to insulin flow block which occurred on (B)(6) 2022. Therefore, the infusion set was changed on (B)(6) 2022. Further, on the same day of the event ((B)(6) 2022) at 17:00 hours, the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 403 mg/dl. The patient had ketone level. During hospitalization, the patient received insulin drip intravenously as corrective treatment. The patient stayed until (B)(6) 2022 in the hospital. No further information available.